Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2022, the patient developed sustained ventricular arrhythmia which needed cardioversion or defibrillation. Low flows were found in the log files that occurred on (B)(6) 2022.

Event description:
It was reported that on (B)(6)2022, the patient developed sustained ventricular arrhythmia which required cardioversion or defibrillation. In the doctor¿s opinion, the relationship between the event and the device was low but undeniable. The controller event log file contained data from 15apr2022. No notable events associated with the patient¿s lvas were observed and the pump appeared to function as intended at the set speed. It was noted that the patient had an implantable cardioverter defibrillator (ICD) prior to the ventricular assist device (vad). The hospital would not provide any further information related to the event. The patient was discharged on (B)(6)2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.